Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted at venous chamber of hanson. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: MFR site additional information: concomitant medical products and device evaluated by MFR plant investigation: a sample was received from the reported lot number and was visually examined. A delamination was observed on the non-cavity ID end which extended from approximately 150° to 220° with the dialysate ports at 0. There were no other defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. A lot history review was performed and there were no other complaints reported on the lot. The manufacturing production record for the reported lot was reviewed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint.